Event description:
During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. No issues were noted during preparation of the sheath and the method of irrigation during the procedure was via a pressure bag. During procedure, while a non-bsc mapping catheter was advanced in the left atrium through the sheath, the valve at the back of the sheath was noted to have a steady leak. The physician attempted remove and reinsert the catheter to see if the issue resolved, but the valve still leaked. The leak was classified as a fast and steady drip. No air ingress was noted. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified the internal valve had tears by the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal valve.

Event description:
During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. No issues were noted during preparation of the sheath and the method of irrigation during the procedure was via a pressure bag. During procedure, while a non-bsc mapping catheter was advanced in the left atrium through the sheath, the valve at the back of the sheath was noted to have a steady leak. The physician attempted remove and reinsert the catheter to see if the issue resolved, but the valve still leaked. The leak was classified as a fast and steady drip. No air ingress was noted. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been received for analysis.